Event description:
The following was reported to gore on october 2, 2025, from imedidata database and imaging email (B)(4): on (B)(6) 2025 the patient underwent an emergent endovascular aortic aneurysm repair with a gore® excluder® conformable aaa endoprosthesis (cxt) device. On (B)(6) 2025, the computerized tomography imaging was performed and it was found an endoleak type ib on right side (ipsi-lateral leg side of the trunk). Further, a reintervention was required and is noted in the clinical study data that a gore® excluder® aaa endoprosthesis - contralateral leg (plc extension) was required. On (B)(6) 2025, a reintervention was performed using the plc device to extend on the implanted cxt device and seal the endoleak type ib at the ipsi-lateral leg side from the trunk. Further, the patient measured an abdominal aneurysm max. Diameter of 101 mm pre-procedure. Post-procedure CT is not measured and no max. Diameter of the abdominal aneurysm found in database. The patient tolerated the procedure. On october 15, 2025, additional information was received by the pi (principal investigator). The reason for the endoleak ib remains unknown. The pi stated that there was good sealing of the graft at the initial procedure and no endoleak was observed in the final angiography on (B)(6) 2025.

Manufacturer narrative:
Updated g3. H6, - type of investigation: code b11 added. - investigation conclusions: code d15 and d12 added. Code d16 is no longer applicable. - investigation findings: code c19 added. Code c21 is no longer applicable. Investigation summary and conclusion: the device remains implanted and is not available for the evaluation. No additional information was provided by the physician. The information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). A1: no patient specific details have been provided. Therefore, the patient identifier reflect the subject ID of the tgr study, abbreviated for the field's character length limitation. H3: the device remains implanted in the patient; therefore, a device evaluation could not be performed. H6, code b14: a review for the device lot number for the manufacturing records was completed with this result: review of the manufacturing records indicated the lot met pre-release specifications. Final conclusions will be shared after the investigation is completed, the available imaging data is evaluated. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on october 2, 2025 from imedidata database and imaging email (tgr 2302aa-670-002): on (B)(6) 2025 the patient underwent an emergent endovascular aortic aneurysm repair with a gore® excluder® conformable aaa endoprosthesis (cxt) device. On (B)(6) 2025, the computerized tomography imaging was performed and it was found an endoleak type 1b on right side (ipsi-lateral leg side from the main body trunk). Further, a reintervention was required and is noted in the clinical study data that a gore® excluder® aaa endoprosthesis - contralateral leg (plc extension) was required. On (B)(6) 2025, a reintervention was performed using the plc device to extend on the implanted cxt device to seal the endoleak type 1b on the right side. The patient tolerated the procedure.